Event description:
It was reported that the customer experienced difficulty attaching a cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.